Event description:
Healthcare professional reported right side bilateral exchange from textured to smooth implants due to the patients concerns with the product and rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern for textured implant device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening, red particles on the surface of the shell, part of the shell is missing, broken shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. And also identify a striated edge broken. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. A striated edge broken on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported right side bilateral exchange from textured to smooth implants due to the patients concerns with the product and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a4, a6, d1, d2, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported right side bilateral exchange from textured to smooth implants due to the patients concerns with the product and rupture. Device has been explanted.